Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. D111098) for female sterilisation. The patient had a medical history of d & c, urinary incontinence, urinary frequency, obesity, covid-19, anxiety, anemia, uterine fibroids, menorrhagia, parity 3, multigravida, depression, menorrhagia, urinary frequency, uterine fibroid and surgery (¿ dilation and curettage of uterus. ¿ essure tubal ligation. ¿ wisdom tooth extraction). Previously administered products included: nuvaring and depo provera. As concurrent condition the report mentioned anxiety. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3929 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopically assisted vaginal hysteroctomy bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: bilateral placement of essure devices achieved without difficulty, leaving 3 trailing coils on left side and no visible coils on right side. Patient tolerated well. Discrepancy noted removal date of drug updated to (B)(6) 2022 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology report. Specimens: a. Uterus,cervix, bilateral fallopian tubes. Clinical history: menorrhagia not otherwise specified, uterine fibroids. Final diagnosis: uterus: cervix: squamous metaplasia, benign endocervical polyp, retention cysts endometrium: disordered proliferative endometrium (consistent with anovulatory cycling), stromal hemorrhage and dissolution (consistent with active blood loss) myometrium: leiomyoma uterine serosa: no pathologic abnormalities seen right and left fallopian tubes (segments including fimbriae): early atrophy (clinically removed secondary to procedure). Gross description: gray metallic sterilization coils are identified in the bilateral isthmi. [Pregnancy test urine] on (B)(6) 2011: negative. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received .medical history & lab data added including pathology test .lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4199 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4199 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.